Event description:
It was reported that upon filter deployment, two filter legs were crossed. After deployment, the physician was unable to open the crossed filter legs with a catheter. The physician retrieved the filter and deployed another vena cava filter. Upon deployment of the second filter, it appeared that again, two of the filter legs were crossed. The physician attempted to uncross them but was unsuccessful. Again, the physician retrieved the filter, and this time, the physician deployed a competitor's filter. Upon deployment, it was identified that the competitor's filter limbs were also crossed. This filter was not retrieved. The physician suspects there may be a pt abnormality, but was unable to determine the problem. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter has been returned for eval and the investigation is currently underway. This event involves two devices used in the pt. Therefore, this event is associated with the event reported under manufacturer report no 2020394-2110-00239.